Event description:
Squeaky hip of left hip replaced 2004. Replaced with ceramic replacement on recommendation of research due to age and potential length of service from said replacement. Diagnosis or reason for use: osteoarthritis.